Event description:
It was reported that prior to starting a da vinci si hysterectomy procedure, the site had difficulties calibrating the endoscope for use. The site attempted to troubleshoot the problem by using a back up camera cable and camera head; however, the issue persisted. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the calibration issues experienced by the site was associated with the camera cables. The camera cable connects the camera to the system's vision cart, which then transmits the image to the surgeon's console. The system was repaired by replacing the affected camera cables. The camera cables were returned to intuitive surgical for failure analysis investigations. During internal evaluation, engineering was able to replicate the reported failure modes. Conductor damaged was found on the camera cables thus causing the customer reported issue. As of january 31, 2012, there have been no reported recurrences of the issue at this hospital.